Manufacturer narrative:
Calibration signals were within expectations. Based on the provided images, the instrument looked clean and free of dust. There was no indication of a visible issue. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The customer used a 3rd party qc and was within the assigned ranges. The alarm trace showed a sample foam detection alarm. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t hs (tnthsx) assay on a cobas e801 immunoassay analyzer. Initial result: 58.4 ng/l. 1st repeat result: 5.29 ng/l (tested with troponin t hs stat (tnthsstx) at the 9-minute recheck). 2nd repeat result: 4.83 ng/l (tested at the 18-minute recheck). No questionable results were reported outside the laboratory as they did not match the patient's clinical diagnosis.